Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses, and that the graphics were "burned into the touchscreen." Additionally, it was reported that the customer experience multiple intermittent low blood glucose levels of 30 mg/dl. The customer declined troubleshooting and follow up contact from tandem technical support, therefore no additional information could be obtained.